Event description:
In 2008, after the 21g needle was inserted into the gallbladder through the liver, the .018" wire guide was advanced through the needle. Upon withdrawal of the needle, resistance was encountered. The physician attempted to move the wire guide back and forward and finally withdrew the needle. The introducer components were then advanced over the wire guide, but resistance was encountered at the same point as the needle. When the wire guide was withdrawn with the stiffening cannula/introducer components, the physician noticed that the wire guide was u-shaped and separated at the distal tip of the shaft. The separated wire guide portion remained in the body. The following month, the physician endoscopically found the separated wire guide portion, which was partially protruding from the gall bladder into the duodenum, and then the portion was removed. Patient has recovered with no prolonged hospitalization.

Manufacturer narrative:
Info not provided by the reporter. Info not provided by the reporter. As lot is unk. As no device was returned to assist in our investigation, we are unable to confirm the validity of this report. We can advise that this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections, prior to transport. We will continue to monitor this device.